Event description:
It was reported that the atrial lead had rising thresholds and intermittent capture. Damage to the atrial port was suspected. During the procedure, the physician noted that the lead did not fit snug in the device header. The lead tested within normal limits with the analyzer. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.